Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the hospitalization of the customer was not diabetes related.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for a week. Customer's blood glucose level was 150 mg/dl. Customer did not provide reason of hospitalization. Customer stated that meter did not send details to insulin pump. Insulin pump will not returned for analysis.